Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was attempting to change the infusion set but kept receiving the no delivery alarm during the fill tubing stage. The customer's blood glucose was 145 mg/dl. Troubleshooting was done. Advised customer to assemble a new infusion set with the same reservoir, and the customer stated that insulin did not exit the tubing. Then advised the customer to assemble another reservoir with the current infusion set. Insulin did exit the tubing. The customer's insulin pump did not alarm no delivery with the manual prime. Nothing further reported.